Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and granuloma.

Event description:
Healthcare professional reported left side "folds", "silicone-induced granuloma", capsular contracture, baker grade IV, pain and hardening. Device remains implanted.